Manufacturer narrative:
(B)(4). Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump damaged due to the moisture as pump was exposed to water in beach. Customer¿s blood glucose was 340mg/dl at time of incident. Customer states that insulin pump has been dropped and had cracks. Customer also noted that fluid was under the lcd display. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.